Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with bent cannulas and assistance with infusion set change. The customer states the sensors were removed and the cannulas were noted to be bent. The customer also states that two infusion sets had the cannulas and the blue piece come out of the serter. The customer's blood glucose level at the time of incident was 540mg/dl. The customer was being sent out replacements.